Event description:
A health care provider (hcp) reported via a manufacturer representative that the patient experienced headaches when they went close to an electric meter in their bathroom. No further patient complications were reported.